Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an endovascular aneurysm repair (evar) procedure with the intention to pack the artery as much as possible. The superior mesenteric was stented with 4 different stents including the 9.0 x 39 mm omni elite 35 stent. The omni elite 35 stent was placed with a good result under manual inflation. During placement of the stent, the stent delivery system (sds) balloon broke in the middle. The balloon broke circumferentially causing a mushroom effect when it was attempted to be removed from the sheath. The devices were removed as a single unit. There was no portion of the balloon or sds left in the anatomy. Additional information from the account stated that there was a rift in the arterial access site which may have been caused by the extra volume on the tip of the introducer upon removal. There was a need for an arterioplasty with vein patch, but my customer cannot ascertain this to the device failure. No additional information was provided.